Event description:
It was reported that patients leads had high impedances. As a result, surgical intervention was undertaken wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.E1: Initial reporter phone number: (b)(6).